Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick2 monorail balloon couldn't be inflated sufficiently at the lesion and a rupture was suspected. It is noted that resistance was met during insertion of the maverick2 monorail balloon catheter. No patient injuries were reported. Patient status is reported as 'good'.